Manufacturer narrative:
No button error alarm noted. The insulin pump down arrow button did not respond due to corroded keypad trace. The insulin pump was monitored and had no blank display noted. The insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 210 mg/dl. Customer took out the battery and replaced it with a new battery, but the issue was not resolved. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.